Manufacturer narrative:
There is no patient involvement. Date of event is unknown. Device is an instrument and is not implanted/explanted. There is no patient involvement. Reporter email address is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while inspecting the instruments after coming through the decontamination process, the sales consultant noticed the tip of the self-retaining screwdriver was twisted and unable to be used any longer. The sales consultant pulled the instrument from the set and took it out of service. There was no patient involvement. This report is for an inter-lock screwdriver t25/3.5mm hex/224mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: a device history record (DHR) review was conducted for part: 03.010.473, lot: 9171664: manufacturing site: (B)(4), release to warehouse date: 24. Feb. 2015: the device history record shows this lot of 48 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Service and repair evaluation: the device was initially received at service and repair. The repair technician reported the tip was bent. Bent is the reason for repair. The item is not repairable per the inspection sheet and was forwarded to customer quality. The evaluation was confirmed. Cq device evaluation: visual inspection: the screwdriver was received at cq with all components intact. The distal tip of the main body is twisted axially in the direction of resistance from screw insertion. The sliding bar component shows slight deformation of a distal corner of the distal tip but does not show twisting or matching deformation with the main body. Therefore, the sliding bar no longer properly aligns with the main body of the screwdriver. The balance of the device shows surface wear consistent with use and which would not impact the functionality. It was determined that the received condition does agree with the complaint description as the device is twisted and deformed as reported. Document/specification review: the relevant drawings, reflecting the current and manufactured revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection: due to the damage, accurate dimensional inspection of the distal drive feature could not be performed. No definitive root cause was able to be determined as circumstances surrounding the event are unknown. However, the condition of the sliding bar shows evidence that the sliding bar was not fully advanced when the deformation occurred. Per the relevant technique guide, the sliding bar is to be ¿fully wedged into the screw head recess¿. Conclusion: the complaint condition is confirmed as the distal tip of the main screwdriver shaft is twisted. The sliding bar shows slight deformation of the distal edge but does not show matching deformation with the main body. The condition of the sliding bar shows evidence that the sliding bar was not fully advanced when the deformation occurred. No design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.